Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/21/2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer as advise d to replaced the power management (pm) printed circuit board (pcb) . The customer reported the issue persist. The pse advised the customer to replaced the power switch overlay assembly. Part number was provided to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an error relevant to alarm light emitting diode (led) failure during power on self-test. The ventilator was not in use on a patent at the time of the event occurred.